Manufacturer narrative:
One single-use device was received for evaluation. Visual inspection revealed fluid inside the device's housing due to a ruptured bladder. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that an xlv intermate leaked from an unspecified location during filling. There was no patient involvement. No additional information is available.